Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation determined the reported complaint appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery. The 2.5x12mm trek balloon dilation catheter (bdc) was advanced on a guidewire (gw) and upon entering the guide catheter the bdc separated in 2 pieces mid shaft before entering the guide catheter or patient anatomy. The bdc was able to be removed from the gw without issue. There was no adverse patient effect and no clinically significant delay reported in the procedure. Another same size trek was used to the procedure. No additional information was provided.